Manufacturer narrative:
As reported, two (2) months post implant of a phasix mesh into an infected environment, the mesh was removed due to severe infection. A video was provided and shows a heavily contaminated mesh that had been explanted from the patient. Video review does not assist in root cause determination. Based on the event as reported the mesh was implanted into an infected environment and when the infection worsened the mesh was explanted. There is no indication in the information provided that a malfunction of the device caused the mesh to be explanted. A review of manufacturing and sterilization records was conducted and confirmed that the device was manufactured in accordance with specifications, with no anomalies identified during the process. To date, this is the only reported complaint for this manufacturing lot of 145 units released for distribution. Based on the information provided the mesh was explanted due to an infection that preexisted prior to mesh implant. The warning section of the instructions-for-use provided with the device states, "the use of any mesh or patch in a contaminated or infected wound can lead to fistula formation and/or extrusion of the mesh" and "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2026, the patient was implanted with a phasix mesh. As reported, the mesh was used in an "infected hernia case." Reportedly, two (2) months post implantation the phasix mesh was removed due to severe infection.